Event description:
While scanning a carotid exam, user placed a pulsed wavegate within a stenosis in the external carotid artery. She increased the pw prf to 13,021 (slightly above 300 cm/s). The auto-stat measurement caliper is appropriately placed (near 300 cm/s) but the displayed measurement of the peak systole velocity is 101.5 cm/s. This issue is reproductible in all exams (except cardiac) by changing multihz or baseline or scale with auto-stats enabled. On freeze, the velocity will display from the previous scale. All values in the mda will be incorrect, another scenario is to use velocity tool on a live image and change multihz, the value does nt update in this case.

Manufacturer narrative:
This issue was introduced when we fixed us_00113852 (vc30a) / us_00114716 (vc25d); "measurement value changes in the report when baseline is changed". We removed the dependence on some parameter updates in order to fix those issues.